Event description:
The device will not enhance under pressure. This event did not occur during a surgical procedure, therefore, this event did not cause any adverse consequence for any pt.

Manufacturer narrative:
Summary of evaluation: a visual inspection of the returned device revealed no discrepancies. A functional check of the cement gun indicated that the device was fully functional. The complaint could not be verified. F1-14: has been completed by the MFR. The event did not occur during a surgical procedure.